Manufacturer narrative:
The customer reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: customer reports error code 353.7200 on their 8110. Failure device type: failure problem type: failure mode: case resolution: recommended the customer clean the linear sensor with 100% alcohol. If error code does not clear, recommended replacing the linear sensor. Provided linear sensor part number. Ended call. Ref: (B)(4).